Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first attempted to install the pad-pak on the (B)(4) 2016 and then again on the (B)(4) 2016. On both occasions the device recorded nonsensical data and failed a self-test due to a low battery. No further log entries were recorded. The returned pad-pak was inserted into the device and the device failed to power on. The status led was observed to be flashing red along with a failure chirp. This confirms the reported fault. A test pad-pak was inserted into the device and the device passed a self-test. A successful test shock was delivered during the testing with an acceptable measurement being recorded. Investigation found the returned pad-pak was depleted beyond any use. This resulted in a flashing red status led and failure chirp. Information from the pad-pak device history records confirmed that the pad-pak had successfully completed the voltage test prior to dispatch. The investigation was unable to determine the root cause of why the cells in the battery pack became depleted. The device performed to specification throughout the history log and during testing at heartsine.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch on.